Manufacturer narrative:
UDI: (B)(4). Results pending completion of evaluation. A follow up report will be submitted upon the completion of device evaluation.

Event description:
Medtronic received information that a solitaire device detached upon the first retrieval during a mechanical thrombectomy procedure. The patient was treated for an acute ischemic stroke due to an m1 middle cerebral artery occlusion. The vessel was moderately tortuous. The physician deployed solitaire, waited for 3 minutes, then attempted to retrieve the solitaire. During retrieval, the physician experienced resistance in the guide catheter, however, the physician kept on retrieving the device under aspiration. It was reported that the solitaire device detached half way into the guide catheter's tip. The guide catheter and the solitaire device were removed from the patient. Upon inspection solitaire stent was found within the guide catheter tip with the captured clot. The thrombectomy procedure was completed with a competitor's device. The vessel was revascularized with the removal of the stent and ancillary devices. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The mechanical thrombectomy device was returned separated from the pushwire. The competitor guide catheter was not returned for analysis. The non-working strut was found bent. The proximal struts were found to be separated. The marker coil and jacket were found damaged and pushed distally on the pushwire against the proximal marker band. The pushwire was noted to be bent and kinked. The device was sent out to scanning electron microscopy for additional testing. The customer¿s report of ¿resistance during retrieval¿ could not be confirmed, as the competitor catheter was not returned for evaluation. Therefore, any contributing factors from the catheter could not be assessed. Based on the device analysis, scanning electron microscopy analysis and the customer¿s report of ¿separation¿, the event was confirmed. The stent was found separated from the pushwire. The fracture surface is consistent with tensile overload failure, which indicated that the stent separated when exceeding the tensile strength. The stent, marker coil and pushwire were also found damaged. It is possible that the reported resistance during retrieval may have contributed to the separation and damages. However, the cause for the ¿resistance¿ could not be determined. User error may have contributed to the device separation and damages, as the user continued to retrieve the mechanical thrombectomy device against resistance. The lot history record review showed no discrepancies that would have contributed to the reported event. Per the device¿s instructions for use (IFU): ¿to retrieve thrombus, slowly withdraw the microcatheter and the solitaire 2 revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Note: ensure microcatheter covers proximal marker.¿ ¿if excessive resistance is encountered during recovery of the solitaire 2 revascularization device, discontinue the recovery and identify the cause of the resistance.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.